Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the correct alert date (B)(6) 2016? If no, please provide the proper alert date. The correct alert date is (B)(6) 2016. It was originally thought that this complaint had already been entered as a case. No further information is available in relation to the other queries. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Was there any damage to the tissue? In relation to needle, what is the approximate location of suture breakage?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and the suture was used. During closing a lesion, the suture snapped. It was also reported that no undue tension had been applied, and the procedure was not complicated. There were no adverse patient consequences reported.